Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set malfunctioned the following information was received by the initial reporter with the following verbatim: we received a message this morning from one of our critical care pharmacists noting the following: ¿this morning a nurse brought me in to a room to look at her potassium ivpb set up. All tubing is connected correctly, unclamped, set up as a secondary, etc. Height difference between primary and secondary is appropriate (I took a pic in case we need). The potassium was programmed to run at 50 ml/hr[should be a total runtime of 1 hr]. After 20 minutes the potassium bag was empty but the primary fluid bag had gotten completely full. I had a similar instance reported to me yesterday where a zosyn ran back in to the vial, instead of in to the patient. The tubing has a backflow valve that is supposed to keep the fluid running one way but this seems to be malfunctioning. It seems very odd that I have gotten two reports of malfunctioning secondaries in the past two days. I'm wondering if we can reach out to our alaris rep and see if they have had other reports of this. And maybe also check the mso forums?¿

Manufacturer narrative:
It was reported by the customer that the tubing has a backflow valve that is supposed to keep the fluid running one way but this seems to be malfunctioning. No product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Materials: unknown. Batch#: unknown. It was reported by the customer that the tubing has a backflow valve that is supposed to keep the fluid running one way but this seems to be malfunctioning. It seems very odd that I have gotten two reports of malfunctioning secondaries in the past two days. I'm wondering if we can reach out to our alaris rep and see if they have had other reports of this. And maybe also check the mso forums?¿ verbatim: rcc received a complaint via email. Email(s) attached. We received a message this morning from one of our critical care pharmacists noting the following: ¿this morning a nurse brought me in to a room to look at her potassium ivpb set up. All tubing is connected correctly, unclamped, set up as a secondary, etc. Height difference between primary and secondary is appropriate (I took a pic in case we need). The potassium was programmed to run at 50 ml/hr[should be a total runtime of 1 hr]. After 20 minutes the potassium bag was empty but the primary fluid bag had gotten completely full. I had a similar instance reported to me yesterday where a zosyn ran back in to the vial, instead of in to the patient. The tubing has a backflow valve that is supposed to keep the fluid running one way but this seems to be malfunctioning. It seems very odd that I have gotten two reports of malfunctioning secondaries in the past two days. I'm wondering if we can reach out to our alaris rep and see if they have had other reports of this. And maybe also check the mso forums?¿ we are currently just asking questions as the most likely culprit seems to be the tubing. Customer response: 1. Kindly provide the material number and batch/lot number of the product. I am not sure that we have batch/lot numbers from the tubing sets unless if there is someway to get that from the actual tubing and without the overwrap? Or maybe we can check current stock to see if it all looks like the same batch and share that? 2. Kindly provide the date of event. 2/29/24, 3/1/24. 3. Can you share any physical sample or photo if available for investigation? Photo attached though it only highlights the placement of the bags for primary and secondary from one instance. If yes, please provide the address of the facility for us to ship the return label? Address is (B)(6). 4. Any adverse event or serious injury reported to patient or healthcare professional? I don¿t think there was any adverse event or injury to these patients, other than potentially not receiving drug. One patient was redosed with potassium, the other patient I am not sure. If yes, please provide the details.